Manufacturer narrative:
Per the clinic, it was reported that the patient's device was explanted on (B)(6) 2017. This report is filed on may 15, 2017.

Manufacturer narrative:
This report is submitted on march 28, 2017.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains.